Event description:
During installation of the device, the company's representative reported that the "alarm is not loud". There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Since installation of the device by the device manufacturer's personnel is not mandatory, the possibility exists that a customer/user could install the system and be unaware of an audio malfunction. During installation of the device, the company's representative reported that the "alarm is not loud". There was no reported patient involvement. The device was returned to the factory for evaluation. Evaluation of the returned device found the device was not producing any sound. This problem was caused by a cable that had become disconnected from a printed circuit board, likely during shipment to the customer site. The investigation found that the device passed all internal testing during production (including sound tests), which supports that the assembly technician didn't properly latch the cable, thus creating a loose connection. The cable in question makes a 'snap' sound when properly engaged and is keyed to prevent reversed connection. The assembly instructions for the device were reviewed and the instructions clearly state, with illustration, how and where to connect the cable. Therefore, no changes are planned for the assembly instructions. The production manager discussed this incident with the affected assembly technician to stress the importance of ensuring that every cable connection is made properly. There have been no reports of death or injury related to this issue. The available information indicates that the problem is isolated to the device listed in this report and that the problem is not systemic in nature. This conclusion is based on the fact that there have been no other customer complaints or calls for this problem. When monitoring of the patient is required during MRI procedures, a clinician is always present. Because of this, the multiple and redundant visual alarm indicators would be observed, even in the absence of an audible alarm. Given this information, the clinical staff would have the ability to visually detect an alarm-generating event in the absence of an audible alarm, as well as immediately examine the patient physically and check other vital signs. As a result, there would be minimal risk to health due to this manufacturing error. No further investigation or action is warranted.